Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were floating particles in two (2) 250ml intravia empty containers. This was noted after the bags had been filled with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. One particle was visible within each bag. Stereomicroscopic inspection revealed that the particle in the first bag was approximately 1.9 mm in size and colorless. Fourier transform infrared spectroscopy (ftir) revealed that the particle was consistent with acrylonitrile butadiene styrene (abs). The port tube was examined for needle strikes. Two strikes with adjacent particles were noted in the port tube. These particles remained in the port tube and were neither free nor visible in the solution. The solution was filtered out of the second bag, and five colorless particles ranging in approximate length from 0.3 to 0.8 mm were identified. Fourier transform infrared spectroscopy (ftir) was performed on the largest sample, and revealed that the particle was consistent with abs. The port tube was examined for needle strikes. No defects were noted from the exterior. The reported condition was verified for both received bags. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.